Event description:
Per information provided by patient's attorney: on (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia, pain thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿incarcerated incisional hernia was identified, and extensive lysis of adhesions were carried out. A ventralex mesh was placed and attached to the fascia all around by using sutures.¿ on (B)(6) 2012 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair. Per operative notes, ¿upon entering the subcutaneous tissue, a moderate amount of clear fluid was encountered. Th wound was opened its entire length and patient was found to have a marlex mesh (device #1) overlying a hernia defect. Associated with this was a fair amount of old blood in addition to the seroma and this was evacuated. Another hernia defect was identified and excised. The defect was closed. Exploration demonstrated no defects but did readily palpate the mesh. Adhered to this was some small bowel which was easily swept from the surface of the mesh. With completion of this, drain was placed in the space overlying the mesh.¿ on (B)(6) 2012 - patient visited hospital for abdominal pain. On (B)(6) 2013 - patient was diagnosed with large recurrent ventral hernia, abdominal pain thereby underwent laparoscopic repair. Per operative notes, ¿multiple loops of bowel adherent up into the hernia. A small piece of mesh (device #1) can be seen at the edge of the large defect. There was one band-like adhesion which runs from the anterior abdominal wall down towards the small bowel and this was removed. Then, an ovarian cystectomy was carried out.¿ on (B)(6) 2013 - patient frequently visited hospital for abdominal pain. On (B)(6) 2014 - patient was diagnosed with partial small bowel obstruction. On (B)(6) 2014 - patient consulted for resolving small bowel obstruction with evidence of ventral hernia. On (B)(6) 2014 - patient was diagnosed with large incarcerated bilateral incisional hernias, adhesions thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, ¿a very extensive lysis of adhesions were carried out. After all the adhesions were removed, a large ventralex st mesh (device #2) was placed and attached to the fascia all around by using sutures.¿ (note: there is no mention/visualization of ventralex mesh - device #1 in operative notes). On (B)(6) 2014 - patient visited hospital for abdominal pain. On (B)(6) 2014 - patient visited hospital for paralytic ileus and abdominal pain. On (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia and abdominal pain. On (B)(6) 2015 - patient visited hospital for abdominal pain. On (B)(6) 2015 - patient was diagnosed with large incarcerated incisional hernia, adhesions, pain thereby underwent open repair. Per operative notes, ¿hernia was identified on the mid left lower side of the abdomen and reduced. Dense adhesions were taken down and repair was completed by using sutures.¿ (note: there were no mention/visualization of ventralex mesh - device #1 and ventralex st - device #2 in operative notes). On (B)(6) 2015 - patient visited hospital for abdominal pain. On (B)(6) 2016 - patient consulted for paralytic ileus versus partial bowel obstruction. On (B)(6) 2016 - patient visited hospital for abdominal pain. Attorney alleges that the patient had adhesions, bowel/intestinal obstruction, pain, hernia recurrence, fistulae, seroma and emotional injuries. It was also alleged that the patient had chronic abdominal pain, severe nausea, emesis, constipation, recurring bowel obstructions and scar tissue. Patient have been hospitalized several times due to these conditions.

Manufacturer narrative:
Based on the information received, no conclusions can be made. About few days post implant of ventralex st mesh, patient was diagnosed with small bowel obstruction, hernia recurrence, adhesions and abdominal pain thereby underwent additional surgery. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the ventralex st (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.